Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) reached early elective replacement indicator (eri). The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. Concomitant medical product: 5076-52 lead, implanted on (B)(6) 2005. (B)(4).